Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the pusher wire became bent while the physician attempted to advance a ruby coil through the hub of another manufacturer's microcatheter against resistance. The ruby coil was removed and discarded. A kink was seen in the microcatheter, the physician was able to straighten the microcatheter and the procedure continued using new coils. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital discarded the device.